Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose reached 22 mmol/l (396.4 mg/dl) after wearing the pod between 4 and 24 hours on the hip/buttocks. Upon inspection it was noticed that the cannula was out of the skin and bent. Hyperglycemia treated by patient activating new pod and bolus (exact amount was not provided). The adhesive pad was also coming loose.